Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 400 mg/dl and received no delivery alarm when trying to give a bolus for high blood glucose. Troubleshooting for high blood glucose was declined. Troubleshooting for no delivery alarm was performed. The insulin exited and the pump alarmed during prime test. There is no indication if the insulin pump will be returned for analysis.